Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to introduce the sheath was unable to be confirmed without a returned device or applicable imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as it was reported "the degree of calcification was moderate-severe, tortuosity was moderate, and the minimum luminal diameter (mld) was 3.8 mm" where the minimal luminal diameter for 14f esheath+ is 5.5mm. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity and/or a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliate from japan, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve. The right femoral artery minimum luminal diameter (mld) was 3.8 mm and had moderate-severe calcification with moderate tortuosity. It was decided to perform the tavr via right transfemoral approach with endovascular treatment (evt) and surgical cutdown. Evt was performed with an 8mm balloon catheter. Resistance was experienced when inserting a 14fr esheath+ in the access vessel and the artery was severed at the puncture site. Thus, a surgical repair was performed. After that, the access side was switched to the left side. Evt was performed with an 8mm balloon catheter. An attempt made to insert a new 14fr esheath+ in the left femoral artery was unsuccessful due to the calcification. It was decided to abort the tavr procedure. No vascular complication was observed on the left access vessel.